Event description:
It was reported that there was a call due to left ventricular (lv) lead troubleshooting due to loss of capture and slightly elevated impedances within range. It was noted that noise was seen when the patient was moving their arms on the lv channel. A lead revision will be scheduled when the device is ready to be explanted. No adverse patient effects were reported. The lv lead remains implanted.